Event description:
It was reported that a dissection occurred. The target lesion was located in the mid to distal left anterior descending artery. After deployment and post-dilation of a 2.50 x 38 mm synergy, a proximal edge dissection in the proximal part of the stent was noted. To cover the edge dissection, a 3.00 x 24 mm synergy was deployed proximally, overlapping it. The procedure was completed successfully and the patient fully recovered and was stable post procedure.

Manufacturer narrative:
E1 initial reporter address:(B)(6).